Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 neonate patient sample tested for bilirubin total gen.3 (bilt3) on a cobas 6000 c501 module. The initial result was 14.6 umol/l. This result did not correspond to the patient¿s clinical condition, and the sample was repeated. The repeat result was 183.5 umol/l. This result was believed to be correct.

Manufacturer narrative:
No pre-analytical alarms were observed on the alarm trace data. A general reagent issue was excluded as calibration and qc were acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.